Event description:
It was reported that the patient's presenting rhythm was 27 pulses per minute with no evidence of paced events. The pulse generator could not be interrogated. The patient had been non-compliant, and only went to the clinic in 2009, due to -feeling poorly for a couple of months-. The device was explanted and replaced.